Manufacturer narrative:
Manufacturer's ref#: (B)(4). Manufacturer's investigation: technical investigation concluded: no serial number available specifically for the dome, therefore no device history record has been completed. Clinical conclusion: it was reported that a user had gotten a medium sized open dome stuck in his ear, and went to the emergency room to have it removed. It was confirmed that there was no harm following the event, and the user did not experience any pain due to the incident. Emergency room did not recommend any further intervention after the removal. Clinical conclusion is that the detached dome has not caused harm to the user, and no medical treatment was prescribed for this event. The clinical evaluation for the device family does evaluate domes coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hearing care professional if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: risks related to objects getting stuck in the ear canal are generally known, considered in the risk analysis, mitigated and communicated to the user. The risk is deemed to be of an acceptable nature. Device investigation concluded: no device returned, hence no investigation of the device has been conducted. Manufacturer's investigation is final. This is a combined (initial and final) report.

Event description:
It was reported that a user had gotten a medium sized open dome stuck in his ear and went to the emergency room to have it removed. It was confirmed that there was no harm following the event, and the user did not experience any pain due to the incident. Emergency room did not issue any medical recommendations following the removal of the dome. No further follow up is expected.